Event description:
A communication problem between the (B)(6) 2090 programmer and the philips azurion angiography monitor. After connecting the programmer to the monitor, the image does not display after the startup sequence. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).